Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the patient attempts to recharge, the antenna cable gets really hot and the patient feels heat in their back. The caller was reaching the passive charging screen and the controller was displaying all values of 0. The caller indicated that the patient's implanted device was depleted at the time of the call because they haven't been able to recharge. The issue was not resolved through troubleshooting. Technical services (tss) sent request to replace the recharger. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back reporting they are still is seeing no device found after seconds of trying to charge. Patient services (pss) walked through passive charge however cannot get past no device found. The patient was sent out a replacement controller. Additional information was received from a patient (pt) regarding an external device. Pt called back stating they were sent another recharger (rtm) and needed the controller and not the paddle. Pt states they are in pain as they cannot use system. The patient was sent out a replacement controller. Additional information received from the patient. It was reported that the patient returned a replacement recharger. The patient noted that they received the new controller, but they didn't know how to set it up. The patient was walked through the screens they saw, and they saw "no device found" after plugging in the recharger. The patient pressed "recharge" and were able to enter passive recharge mode (with a middle number of 98). After a few minutes they reported recharging with "excellent" charge quality. It was reviewed to keep charging the ins and then they could turn stimulation back on. The patient later noted that they received two controllers and had an issue with charging the implant. It only charged to a certain percentage even though it displayed "excellent" charge quality. When they unplugged the recharger, the charging screen stayed frozen for over an hour on the controller. It worked fine on the call, but the patient was concerned about the charge not incrementing. It appeared that the patient might have sent the replacement recharger back to repair. A replacement device was requested.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharger telemetry module (rtm) failure, the no device found message was seen and the unit was scrapped after failing at plexus: fail t5175 (sc_interrupt check), suspect overmold cable defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.